Event description:
Customer requested an event log review to determine the cause for "partial delivery" of pca medication. Stated the pt was unable to receive a pca dose when desired. Reported hydromorphone 2 mg/ml concentration was programmed for 0.5 mg per dose with a 30 minute lock out and 2 mg/4 hrs max dose. Customer stated he did not know if the infusion was programmed as pca only or pca+continuous mode. There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The event logs and data have been received and log review is pending. A f/u report will be submitted once the investigation has been completed. Log review pending.